Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and morphine (concentrations and doses unknown by the reporter) via an implanted pump. The indication for pump use was spinal pain and other chronic intractable pain (trunk/limbs). On (B)(6) 2016 it was reported that the patient had pain around the pump that started last night. She described the pain as a shooting pain like a shocking sensation. It was only at the pump site and it was behind the pump. At the time of the report, the patient was not experiencing the sensation. The sensation was intermittent and was occurring every few minutes. It only lasted for a second. The sensation occurred more often last night and occurred less often this morning. The sensation occurred while she was up moving around, but did not occur while she was lying down. Per the patient, the pump did move in the pocket a bit. The patient had not had any falls or traumas prior to the sensation starting. The symptom started suddenly on (B)(6) 2016. The patient had had pumps in the past and had never felt this sensation before. The patient was planning to follow-up with her healthcare professional, but had not made them aware of the situation yet.

Event description:
Additional information received reported that the patient had notified their managing physician about the pain/shocking on (B)(6) 2016. Per the patient the circumstances that led to the pain/shocking was nothing unusual. No steps were taken to resolve the pain/shocking sensation, it gradually decreased and stopped. Per the patient it resolved itself somehow. It just stopped the shocking sensation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.